Manufacturer narrative:
(B)(4). The gastric band, velocity port with the locking connector, tubing strain relief and 28.3 cm of catheter were returned for device analysis. Visual inspection of the returned components was performed. The complaint cannot be confirmed. Product analysis cannot confirm events that are physiological in nature. While it is not possible to provide a definitive root cause for the reported event, it is noted that erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band. Its causes are described in the product's instructions for use (IFU).

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 100 device had ruptured while the device was being filled with an antibiotic. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
It was reported that post implant of a realize band, after two fills, the patient was not able to tolerate solid foods. The patient had a partial unfill and then the band was totally emptied. An egd was done (B) (6) 2010 and indicated an erosion. The band was removed. The patient in stable condition.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.